Event description:
It was reported that the patient experienced pump collapsed resulting in inflation issues with an inflatable penile prosthesis (ipp). The ipp remains implanted and active and no future revision date has been scheduled. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.